Manufacturer narrative:
A device history record (DHR) review was performed on the dcs and there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that there was resistance and friction was felt during insertion. Difficulties inserting the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). Insertion difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. In this case, it was noted that the patient had calcified and moderately tortuous femoral and iliac vessels, which was the most likely cause of the insertion difficulties. It was reported that, in the first and second deployment attempt, the valve dislodged. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Procedural images were received for review, however there were no images showing the dislodgements or recaptures. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After the second recapture, deformation of the capsule was observed. The system was removed and a buckle was felt in the capsule. A still procedural image and a fluoroscopic load check image were received for review. The fluoroscopy load check image confirms a good load. The image provided confirms there is a bend in the proximal portion of the catheter. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Evidence of a capsule buckle was observed at the proximal end of the capsule, confirming the reported event. There was damage observed on the threading of the screw gear. This damage indicates there was increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. There was no other evidence of damage observed on the subject dcs. Based on the investigation completed to date there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckling is unknown, however, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the calcification and tortuously in the access vessel and the resistance and friction during advancement may have caused or contributed to the capsule buckle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle of the delivery catheter system (dcs) appeared intact. The device was received with the capsule fully closed and slightly over captured. The deployment knob appeared to retract and advanced the capsule. The trigger moved to fully advanced and retracted positions and appeared in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Damage was noted on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. There was evidence of a capsule buckle at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: not yet available, investigation evaluation of the product is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, this delivery catheter system (dcs) w as advanced through the calcified and moderately tortuous femoral and iliac vessels. Resistance and friction were felt during insertion using the inline sheath. After two recaptures due to dislodgements toward the ventricle, a deformation of the capsule could be seen on x-ray. The system was removed and a buckle was felt in the capsule. The valve was taken out of the dcs, rinsed and checked. It was reported that a misload was not identified and no resistance was noted during loading. The valve was loaded onto a new dcs and implanted successfully. No adverse patient effects were reported.